Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed an inappropriate shock due to oversensed artifacts. Boston scientific technical services (ts) was contacted and discussed that there were several similar untreated episodes, and that thorough in-clinic troubleshooting should be performed to assess the system integrity, such as via provocative maneuvers, isometrics, and/or diagnostic imaging. Potential reprogramming options were also provided. Should any abnormalities be observed via in-clinic testing, ts recommended performing a system replacement. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.